Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 507645 implantable pacing lead, implanted: (B)(6) 2013; product ID d314drm implantable cardioverter defibrillator,  implanted: (B)(6) 2013. (B)(4).